Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray images assessment shows: left total knee arthroplasty. Varus tilt of the tibial component is present, which increases risk of loosening of the tibial component, polyethylene wear and granulomatous osteolysis. Only very thin radiolucent lines are present at the tibial stem metalcement interface which are not specific for overall loosening of the tibial component. Radiolucency at the medial patella are suspicious for loosening of the patellar component and possible granulomatous osteolysis. There is possible joint space narrowing and polyethylene linear wear of the lateral patellofemoral joint compartment. The tibial component tray exhibits approximately 7 degrees varus tilt which increases risk for tibial component loosening and polyethylene liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date. Subsequently, the patient was revised due to loosening and pain on (B)(6) 2017. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.